Manufacturer narrative:
Additional information age at time of event from: [blank] to: 72. Weight from: [blank] to: 178. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. The outer catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and was successful. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A production record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer had difficulty inserting the balloon. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer had difficulty inserting the balloon. There was no reported injury to the patient.